Event description:
It was reported that the patient was referred for generator replacement surgery due to the battery being at near end of service. It was also noted that the patient has had an increase in seizures. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement due to low battery (near end of service = yes). The explanted generator was discarded per explanting facility policy. No additional relevant information has been received to date.